Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. It was found in connection with the reported allegation that the estimated glucose values dropped below the low threshold (70 mg/dl) at 10:04 pm on (B)(6) 2025, and the app delivered urgent low soon alerts at 90 percent volume through a bluetooth audio device. At 10:14 pm, the egvs dropped below the urgent low threshold (55 mg/dl), and the app delivered urgent low alerts at 90 percent volume through a bluetooth audio device. At 10:44 pm, the device began experiencing temporary sensor error over an hour. After the set 20-minute delay, the app delivered alerts at 90 percent volume through a bluetooth audio device from 11:04 pm until the sensor failed at 01:24 am on december 01, 2025. The app delivered sensor failed alerts at 90 percent volume through a bluetooth audio device from 01:24 am until the alert was acknowledged at 05:38 am. Data was evaluated and the allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to going to bed after inserting the wearable, the patient's display device was working and she was receiving readings. She didn't feel any symptoms before she went to bed. She fell asleep and woke up with paramedics surrounding her on (B)(6) 2025 and had experienced seizures. During that time her display device was showing a sensor failure message. Her bg was checked by ems and it was 21 mg/dl. She was treated with IV glucose and made her eat peanut butter. Before ems left they checked her bg it was 200 mg/dl and her display device was still showing sensor failure (same sensor). The patient was feeling good at the time of the report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.